Manufacturer narrative:
As of today the investigation is in process and a follow up will be filed as needed.

Event description:
It was reported that the stage arm brake was not working. Additional information noted that due to this issue the needle moved in the patient breast. No injury reported. Additional images were required to complete the procedure resulting in additional radiation. A field engineer was dispatched to the site.

Event description:
After the system was rebooted it was working as intended.